Event description:
It was reported that during a cr-mobile knee surgery, the universal modular electric/battery double trigger handpiece blinded/stiffed and stopped. It did not work again. There was no patient harm; however there was a delay in surgery for approximately 60 minutes. The procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.